Manufacturer narrative:
No pt info provided as no pt was present at time of event. Lot number not available at time of this report. Device manufacture date is dependant on lot number. The affected part has not been returned to MFR for eval.

Event description:
A medtronic rep reported the precision aiming device (pad) is loose. This did not occur during surgery and no pt was present.